Manufacturer narrative:
(B)(4). Product information has been received resulting in a change to the manufacturing site. This record will be voided and all information has been submitted via reference number: (B)(4) (manufacturing report number 9615742-2015-00113).

Manufacturer narrative:
(B)(4). A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4).

Event description:
According to the reporter the patient developed ventral hernia and needed a laparoscopic bowel resection after approximately eleven to twelve months they developed symptoms of nausea, pain and a digging sensation.